Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device has been cycled 2 times and there were no sutures or anchors returned. The flexible sleeve is bent and fractured and the needle tip has fractured as well. The fractured portion of the needle tip is also damaged with indentations. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the device the tip fractured while implanting the implant. The fractured piece was removed from the patient and there was no harm to the patient.

Manufacturer narrative:
(B)(4). G3: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.